Event description:
It was reported that this right ventricular (rv) lead was no longer working. Subsequently, an echocardiogram was performed. A pericardial effusion was noted and a perforation to the heart wall was suspected. Also, the patient has just received a chest tube. The rv lead was successfully explanted and replaced. No additional adverse effects were reported.